Event description:
Device issue: difficult to insert, failure to deploy sutures, difficult to remove and repark foot, device broke at guide. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis and small hematoma. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a heavily calcified superficial femora artery (sfa) (off label use) after an interventional procedure. Reported, there was difficulty in inserting the proglide device in the arteriotomy due to heavy calcium in the sfa. Difficulty was also felt opening the foot and the proglide was repositioned and the foot opened. The sutures failed to deploy and the foot could not be reparked. The physician attempted to remove the proglide using a "nick and spread" of the tissue track, but when removing, the device broke at the guide. The entire proglide device was removed without intervention and hemostasis was achieved using manual compression. After vessel closure, a small hematoma less than 6 mm developed and required no treatment. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4): off label use. The device is expected to be returned for evaluation. It has not yet been received.